Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and found to be installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a 31030 non-recoverable error while setting up for an emergency case. The tse reviewed the logs and identified that the error was related to the video processor (vp) subsystem. The customer was guided through a hard power cycle process, but the call ended abruptly when the customer decided to proceed with an open surgery approach instead. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer reported that the issue was not resolved in a timely manner and the patient's condition rendered it unsafe to try to repair or troubleshoot the robot. The customer went open instead of robotic as a result. The customer was unable to provide any patient demographic information per the hospital's policy.